Manufacturer narrative:
Patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 14-aug-2024 that the infusion set leaked from tubing which results into the replacement of device. The infusion set has been in use for 3 days. No further information available.